Event description:
It was reported that the device stopped working.there was no backup available. No significant delay or patient injury reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned controller found that the warranty seal was missing. The returned device was tested using a known good compatible wand which was found to perform as intended. The sd card information was downloaded and the information shows the following error/s: error code 19 - system communication fault the complaint was not verified and the root cause could not be determined after investigation since the device performed as intended.